Manufacturer narrative:
No d1000 product samples, videos, or photographs were returned for investigation. The device history review was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
The customer reported tego devices are changed on patients twice as per weekly protocol. It was discovered that blood was leaking from the tego connection. The device was changed out with no further problems. There were no noticeable defects on the device. The disinfectant being used was chg with 2% alcohol. There was patient involvement, but no harm reported. This record captures the second of two devices.